Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer is experiencing high blood glucose levels. It was also reported that the insulin pump alarmed low reservoir and no delivery. Customer expressed the following symptoms of high blood glucose levels: nausuas, thirst, high ketones. Customer's blood glucose reading was 500+ mg/dl. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
No external ram crc error alarm or unexpected restart alarm noted. Insulin pump passed the self-test and unexpected error test. Insulin pump received with a display history failed on startup alarm in the history file. Insulin pump alarmed due to corrupted history file. However, insulin pump downloaded properly to the carelink software noted. Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump had minor scratches on display window, broken reservoir tube lip and scratched case.